Event description:
The patella and the plus knee, size large prosthesis were inserted in rptr's left leg. On june 22, 1995, rptr underwent a so-called exploritory operation of the left knee prosthesis to determine the cause of constant pain and swelling. During the operation, when the patella was everted, the plastic component of the patella fell loose into the surgeons hands. The metal disc, with natural knee cap were removed and supposedly replaced with "a glued in plastic piece and the same natural knee cap. Rptr is not sure if the replacement revision was correct, or if it met with FDA approval. Rptr is suffering with the same pain and swelling that they had prior to undergoing the so-called exploritory operation. Rptr has sought medical attention and has been advised that nothing can be done further, since the knee has undergone too much work (one arthroscopic plus two major operations. The defective parts, removed from rptr's knee, are in rptr's possession. Upon examining them, rptr found the reason why the plastic component had separated from the metal disc. The extension on the plastic piece, whose purpose is to engage the interior of the tubular section of the metal piece, to permanently hold the two patellar components together, was completely fractured. This broken extention was found lodged in the interior of the metal tubular section. Rptr believes there to be fundamental design flaw in orthomets patella prosthesis.